Event description:
During the coil embolization for the aneurysm at the mca (middle cerebral artery) procedure, it was reported that resistance was felt when advancing the coil in the microcatheter. Then the physician decided to remove coil. However, during removal the resistance was also felt, and the coil was stuck with the subject coil which was originally implanted in the aneurysm. Therefore, both coils were removed from the patient together. No clinical consequences reported to the patient.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the batch remained unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the available information, it is likely procedural/anatomical factors limited use of device, the a cause of procedural factors has been assigned to this investigation. The subject device was not available.

Event description:
During the coil embolization for the aneurysm at the mca (middle cerebral artery) procedure, it was reported that resistance was felt when advancing the coil in the microcatheter. Then the physician decided to remove coil. However, during removal the resistance was also felt, and the coil was stuck with the subject coil which was originally implanted in the aneurysm. Therefore, both coils were removed from the patient together. No clinical consequences reported to the patient.